Manufacturer narrative:
Integra has completed their internal investigation on january 11, 2018. Results: evaluation of actual device; the "microfrance" (integra) etching was erased. An additional etching was added: "cf 01/16" and there is some glue on the connector that show that the device was modified. The isolating coating is damaged on main rod. Lot and manufacturing are unknown. DHR review: unable to review the applicable DHR as the lot no. Was unavailable. Complaints history: no adverse trend - first occurrence for this device. Conclusion: the instrument has been modified outside of integra by an external contractor no qualified by integra. This modification could have weakened the instrument and led to the reported event.

Event description:
It was reported that during a pharyngoplasty with tonsillectomy, when dissection of right tonsil, there was contact between the sheath of coagulation part and bottom lip of the patient. As a consequence, the bottom lip of the patient burnt. Additional information has been requested.

Manufacturer narrative:
Additional information received on january 22, 2018: - the dysfunction did not lead to increase surgery time. - medical staff used another monopolar tip to finish the procedure. - size of burn : 1.5cm length / 1cm width - treatment for the burn : 2 or 3 stitches, 1 or 2 vaseline applications per day and dynexan in case of pain. - the wound is now healed but there is defect (volum defect). The patient visited plastic surgeon. It is impossible to know at that time if additional surgery will be necessary (injection of hyaluronic acid, or microlipofilling) - age : (B)(6) years old